Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this atrial lead exhibited undersensing on the magnet electrogram (egm) and, does not aper to alter episode. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.